Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited spotty dexcom g6 cgm data transmission to the ilet while data continued to display on the dexcom mobile application, and the user experienced difficulty threading luer connectors onto the ilet, culminating in an accidental device screen crack during connector attachment. Symptoms included no adverse physiological effects and no changes in blood glucose control. Outcomes included the need for device replacement and continued cgm use via phone or receiver until replacement arrived, with patient instruction to sync data, shut down the device, and return the unit. Investigation included complaint intake, shipping a replacement device, and retrieval of the reportedly faulty unit for evaluation. Investigation of this case revealed a damaged user interface display consistent with physical damage during use and reported difficulty with the luer connection interface, while reported cgm communication issues were intermittent and not reproduced at the time of report. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.